Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the cause of the low bg level was due to the customer not being able to access features on the pump screen. During troubleshooting, tandem technical support (cts) determined that the customer accidentally switched the feature lock from "off" to "on". Cts educated the customer on how to turn the feature back to "off"; the customer acknowledged. The customer ate carbohydrates to address low bg level.